Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient fell and disassociated her patient matched triflange implant from her pelvis. A revision has not been scheduled to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 4 states, "implants can loosen or migrate due to trauma or loss of fixation."